Manufacturer narrative:
V. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure for right inguinal hernia repair on (B)(6) 2009 and mesh was implanted. It was reported that he experienced unspecified complications postoperatively. No additional information was provided.